Event description:
Explant of existing implantable cardioverter-defibrillator generator, and defibrillator threshold testing (dft) performed. In use with existing right ventricular implantable cardioverter-defibrillator lead.====================== manufacturer response for automatic implantable cardioverter defibrillator, automatic implantable cardioverter defibrillator======================unknown